Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "postoperative pain." Number 29 states, "aseptic lymphocyte-dominated vasculitis associated lesion (alval)." Number 30 states, "material and wear debris sensitivity reactions."

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2011. Legal counsel for patient further reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain. Review of invoice history confirms the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2014 due to pain, elevated metal ion levels, limping and aseptic lymphocyte-dominated vasculitis associated lesion. Operative report further noted bland yellow fluid, pseudocapsule material, and hypertrophied synovial tissue during the revision procedure. The modular head and taper adapter were removed and replaced and a liner was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "pain and/or loss of function." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2011. Legal counsel for patient further reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain. Review of invoice history confirms the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.